Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a code bd indicative of battery depletion. A request was made to have data from this device analyzed. Data analysis revealed that the device had a high amount of magnet application which corresponds to a surgical procedure the patient underwent. Boston scientific technical services (ts) would expect the battery voltage to recover and normal device follow up is recommended. No adverse patient effects were reported. The device remains implanted and in service.